Event description:
It was reported that during the thrombectomy procedure, when the subject catheter approached the thrombus and suction connected, there was a sudden noise during the suctioning, resulting in the subject catheter being removed. The sheath of the catheter was found ruptured, exposing the coils and forming a knot. The entire thrombectomy set-up was replaced to complete the procedure resulting in a surgical delay of 90 minutes due to difficult catheterization conditions. Patient was reported to have suffered a loss of opportunity, with a slow and possibly incomplete recovery. No other information is available.

Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the catheter shaft was seen to be broken. The nitnol winds were seen to be exposed through the break on the outer shaft and were severely tangled/knotted. There was an unknown stent seen in the tangled nitnol. Functional inspection was not carried out due to the condition of the returned device. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The catheter was seen to be broken/fractured and the nitnol winds were seen to be exposed through the break on the outer shaft and were severely tangled/knotted. There was an unknown stent seen in the tangled nitnol. Based on this analysis, the as reported can be confirmed and the as reported event of the catheter shaft broken/fractured during use the unexpected movement of device; as well as the as analyzed catheter shaft broken/fractured during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Manufacturer narrative:
Device not yet received for evaluation.

Event description:
It was reported that during the thrombectomy procedure, when the subject catheter approached the thrombus and suction connected, there was a sudden noise during the suctioning, resulting in the subject catheter being removed. The sheath of the catheter was found ruptured, exposing the coils and forming a knot. The entire thrombectomy set-up was replaced to complete the procedure resulting in a surgical delay of 90 minutes due to difficult catheterization conditions. Patient was reported to have suffered a loss of opportunity, with a slow and possibly incomplete recovery. No other information is available.